Event description:
It was reported that the ilet user experienced a hyperglycemic episode, attributed by the user to an incorrectly inserted inset infusion set that led to blood glucose rising to 457 mg/dl. Ketone testing was performed and was elevated, the user reported nausea, considered seeking hospital care but did not, and glucose levels improved after changing supplies. Symptoms included hyperglycemia, elevated ketones, and nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was associated with improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.